Manufacturer narrative:
This is our combined intial and final report on this incident.

Event description:
The customer reported discrepant b typing results with ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the anti-b yielded a false positive result, but when manually re-tested the reaction was correctly negative. The customer did neither provide the complaint sample for investigational testing nor the patient samples that had caused af alse positive test result. Therefore, our quality control laboratory tested their retention sample of the allegedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correct. Regarding the affected ih-1000: a field service engineer was on site and checked out the system. He cleaned and calibrated the reading camera. He made sure the tubing was attached securely and sealed well on the pds module. The left and right probes were replaced, so was the localization lighting module. Both probes were localized. The instrument verification was completed per current service procedures. The instrument was running to bio-rad standards. The field service engineer suspected that the false positives were caused by a carryover due to an insufficient rinsing between different pipetting steps. The customer stated that issue was resolved with the last work order and was satisfied with the performance of the instrument. Therefore, the customer did not see any need to continue with the investigation. Based on this statement of the customer the trace files were not investigated. Based on the image provided by customer the complaint was classified as confirmed - unexpected product performance. The complaint sample was not available, and the retention sample reacted as expected. The issue could be successfully solved by the field service enginieer working on the ih-1000 instrument. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.